Manufacturer narrative:
On 29th october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed noise in glucose data and discrepancy between sg and bg values. The user was helped with a sensor re-link, and the system was monitored for a few days. However, this did not resolve the issue. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor showed no malfunction. A review of in-vivo data indicated optical instability across all the sensing areas, which may have contributed to the discrepancies between sensor glucose and blood glucose values reported by the user. Overall, the returned product analysis did not identify any functional issues with the sensor. The optical instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present themselves in the body are not reproduced in the lab. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.